Manufacturer narrative:
Qc prior to and after the event was within the established ranges. The review of the results shows that the differences in na, cl, and co2 results are all within the precision claims of the assays. The only assay that the difference between the results exceeded the precision claim was potassium (k), which is not used in the calculation of anion gap. A bci field service engineer (fse) was on site on (B)(4) 2010, and cleaned the system with 10% bleach to eliminate contamination as a cause of low anion gaps. As of (B)(4) 2010, there was no more call from the customer on the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a low anion gap generated by unicel dxc 800 pro synchron clinical system for one patient. The results were not reported out of the laboratory. Subsequent testing produced a higher anion gap that was acceptable to the customer, and the repeat results were reported. There was no effect to the patient or user.